Event description:
Abbott labs libre3 plus sensor recall is insufficient, and that they have corrected the production line problem seems unlikely based on my user experience. I returned one sensor not listed on the recall list that was giving false readings, the sensor I replaced it with recorded false lows, but did it near the end of the 14-day wear period, I did not report that one to abbott; I replaced it with the one sent to replace the faulty one. I am 5 days into that, and it has given three documented false readings of low blood sugar. None of these sensors were on the recall list. Given we know there is a problem; I know to test via a meter. The harm is that others less attentive may not verify low readings, might overcompensate in adding sugar/food to battle the low when it is not needed and create a high spike. My concern is more about abbott's statements that the problem is fixed and the actual inability to rely on any sensors supplied by them, the harm to the insurance company that is paying for medical devices that are faulty. If my report seems to coincide with others and high volumes of this issue are apparent, I recommend additional scrutiny for abbott labs the accuracy of their disclosures that the situation is fixed seems misleading. Current sensor -3 false readings within the app documented with meter results, sent directly by abbott labs through their faulty sensor replacement program (this was for the reported sensor below) prior sensor had single false reading was disposed of and replaced by current reported to abbott labs two verified false readings. In fedex return box going back to abbott under the replacement program. Pt code: 4582. Device code: 2460. Reference reports# mw5182609, mw5182611.